Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A family member of the customer stated that the insulin pump did not function well and that the customer stopped using it. The customer's blood glucose value was 455 mg/dl. The customer treated with an insulin pump. Troubleshooting found no problems with the insulin pump but the customer's family member preferred a replacement device. The device is being returned for analysis and a replacement. No further information was provided.